Event description:
It was reported that a malfunction identified by code malf 0 occurred with a pump under warranty. The impact on the customer¿s blood glucose level was unknown as there was no information available. Tandem technical support informed the customer that the pump needed replacement, confirmed the shipping address, and provided instructions for returning the faulty pump. A replacement pump was sent to the customer, but the customer declined to share details about their backup insulin therapy.